Event description:
A report was received that a pt is experiencing difficulty charging. The pt's charger is unable to locate the ipg. A physician determined that the ipg is implanted too deep and the pt will need a pocket revision. A revision procedure is pending.